Event description:
Performed atherectomy to remove plaque on the problem vessel. A long 40 mm balloon was inserted first. Inflation was performed up and down the vessel. The last inflation was in the approx part of the vessel where the main calcium deposit was located. After inflation the balloon ruptured. The 20 mm device was then inserted to the area of the main calcium deposit. After 2 inflations this device also ruptured. The stain was noticed around the vessel. The stain was monitored for further movement. No further movement was noted and no further intervention was required.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.